Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was programmed to a ventricular rate pacing mode. The patient had complete heart block. However, 50 percent of the patient¿s paced rate was 60. Moreover, during the last device check, the device had one year remaining longevity. During the recent check, the device showed half a year remaining longevity with a magnet rate of 100 pulses per minute (ppm). Boston scientific technical services (ts) discussed possible reason for this issue. There was no further information provided. The device remains in service. No adverse patient effects reported.